Event description:
It was reported that the patient received inappropriate shocks from the fractured right ventricular (rv) lead. The lead had high impedance and increased sensing integrity count (sic). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 15 non-sustained episodes (nst) and nine ventricular fibrillation (vf) episodes with an average ventricular cycle of less than 220 milliseconds (ms) recorded between (B)(6) 2014; 2941 of 2954 lifetime v-sic occur since (B)(6) 2013. Lia triggered on (B)(6) 2014 due to meeting the conditions for nst and v-sic. Maximum v pace impedance rises from an approximate baseline of 500 ohm to greater than 2000 ohms the week ending (B)(6) 2014. The lead was subsequently returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).